Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient lost effective therapy and x-rays showed the lead migrated. Patient denied any falls or trauma. Surgical intervention was undertaken and the lead was explanted and replaced. Postoperatively, the patient reported effective therapy was restored.